Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be due to user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to inserting a new foley catheter, the nurse went to test the balloon with provided sterile saline. The balloon inflated but then would not deflate and could not be inserted into the patient. If the catheter had been inserted without testing the balloon, then it would likely not have been removable. A second foley kit was opened.